Manufacturer narrative:
This event occurred between (B)(6) 2019. Lot #: potential lot numbers - r19h09078, r19a16094. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set came apart at one of the access port areas. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The potential lot # r19h09078 was manufactured on august 09, 2019. The potential lot # r19a16094 was manufactured on january 17, 2019. H10: batch reviews were conducted for the two potential lot numbers and there were no deviations found related to this reported condition during the manufacture of either of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.